Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose was 495 mg/dl at the time of incident. The blood glucose level was 485 mg/dl and 495 mg/dl. Customer had symptoms like thirsty. The customer treated with manual injection for high blood glucose. Customer stated that the drive support cap was normal. The product will not return for analysis.